Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted upon completion of evaluation and any necessary repairs. (B)(6).

Event description:
A getinge field service engineer (fse) reported that when turning on the cs100 intra-aortic balloon pump (iabp) to go into service mode to perform a preventative maintenance (pm), it vibrated, made a noise and display electrical test fails code # 50. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the motor controller board to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared the initial reporter is a getinge authorized field service engineer (fse) that has different contact details from that of the event site: (B)(6) .

Event description:
A getinge field service engineer (fse) reported that when turning on the cs100 intra-aortic balloon pump (iabp) to go into service mode to perform a preventative maintenance (pm), it vibrated, made a noise and display electrical test fails code # 50. There was no patient involvement, and no adverse event was reported.